Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The company service representative stated that the reported event might have been due to the balanced salt solution (bss) bag. An investigation was opened for the bss bag. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A usb drive was received which contained the event log file. A review of the event log showed that on the day of the reported event, several system messages (sm) were displayed: sm [footswitch not connected after fms is inserted and successfully calibrated, or cabled footswitch is disconnected while fms is inserted], sm [bag bay door opened while active irrigation fms is inserted and prime, fill, or tune is in progress], sm [unable to achieve iop], sm [unable to achieve iop], and sm [bag bay door opened in surgery screen while active irrigation fms is inserted]. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract surgery, air entered into the patient's eye instead of the irrigation because of no irrigation. The irrigation was completely gone from the cassette to the handpiece, and air was entered (all air). The remaining amount of the balanced salt solution (bss) bag, at about 170 ml on the screen display. It had been used without problems. After replacing the bss bag with another one, surgery was completed without patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the bss bag which was used in previous surgery was reused in this surgery, as water was remained in the bag. Air easily entered in the returned bss bag and air leaked at spiked area. The irrigation line of used cassette was found to be all air from cassette to handpiece when the issue occured.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that bss bag was replaced right before occurrence of the reported issue. New bss bag was used at first but since the water inside got empty, replaced to another used bss bag then the issue occurred after the replacement. It was suspected that the cause could be the replaced bag since it observed to have too much air inside.